Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable infection is normally submitted via an alternative summary report submission that should have been submitted on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for alternative summary reporting and is therefore being submitted as a 30-day medwatch report. Concomitant products: 4512 boston scientific lead, implanted: 2004; a 4473 boston scientific lead, implanted: (B)(6) 2004; blvbis10 oscor lead, implanted (B)(6) 2009; a 5873w adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) and competitor leads were extracted. Additional information was received that the patient died approximately two weeks following the explant procedure. Cause of death was congestive heart failure and pocket infection.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.